Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no damaged. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing sets used were not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the patient shoulder swelled up more than expected. It appeared that the pump delivered more water than expected. The surgeon reported that there was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. 06-may-2021 update: further information were provided to clarify the reported event. The customer usually used an old arthrex pump but in this case a synergy pump was used. After the procedure was finished successfully it was recognized that the shoulder was swollen more then expected compared to the old arthrex pump. No additional treatment was needed to treat swollen shoulder.